Manufacturer narrative:
Accuracy testing was performed using in house serum based panels that mimic patient samples. Three panels were tested with target concentrations of 13.5, 62.9 and 124.05 ng/ml. Fifteen replicates of each panel was tested across 3 instruments for a total of 45 replicates. The panel testing results met the acceptance specifications. A review of the quality control testing for product for sale indicated all specifications were met and no issues were identified. A review of complaints determined this customer complaint was the only complaint of this nature for reagent lot 10399lf00. The complaint trending report review determined complaint activity was normal for the issue under investigation. Additionally, there is no evidence to suggest a malfunction , as the customer obtained the expected results on repeat testing and with a second collection tube using the same reagent lot, indicating a sample integrity or handling issue. Based on the investigation, architect afp reagent lot 10399lf00 is performing acceptably and no product deficiency was identified.

Event description:
The customer observed poor reproducibility for a patient result generated with the architect afp assay. The customer provided the following data in ng/ml for sample sid (B)(4) collected with a heparinized tube as follows : initial: 73.16, repeat: 19.57, repeat: 197.30. Repeat results with no additive in collection tube: 193, 198, 170. The customer retained a sample from this patient from (B)(6) 2012, and when that sample was re-tested, the result was acceptable. The customer stated the result of 197.30 ng/ml was reported to the medical provider, as the result was consistent with previous results used for the patient's cancer management. The customer was advised to perform a reproducibility test of the quality controls to check the architect's performance which was satisfactory. The customer agreed the reproducibility issue may be due to some unidentified pre-testing factor. There was no adverse impact to patient management.

Manufacturer narrative:
On (B)(6) 2012, it was discovered that an emdr was not required for this incident as the medical device in question (architect afp, list 07k67-27) is not distributed in the us and has no similar us distributed product. The initial and follow-up # 01 emdrs were submitted in error.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.